Event description:
During attempts to advance an endovascular stent with delivery system to the target lesion site in the pt's renal artery, the stent dislodged from the balloon catheter in the iliac artery. The stent was deployed in the iliac artery. There were no clinical sequelae reported relative to the event.